Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent lumbar drain placement without event. During a routine follow up CT scan, it was found that there was a broken off piece of the lumbar drain in the spinal canal. The patient is asymptomatic and it was unknown how 20 cm of a catheter fractured inside the patient.